Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 75 mg/dl at the time of incident. The current blood glucose level is 75 mg/dl. Customer's other blood glucose level was 30 mg/dl, 135 mg/dl. The customer treated high blood glucose with glucose tablets. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer states auto mode feature was active. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer treated low blood glucose with glucose tablet and 30 was referred to the amount of time customer had been dealing with issue.